Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw45 staples dropped (not into the patient). Another device was used to complete the case. There was no consequence to the pt. The device was discarded.